Event description:
Consumer called stating that the wheels and tilt have allegedly locked up on her tdxsp power chair.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code and age of product are unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated as having both motors and actuator replaced in (B)(6) 2011. The consumer called stating that she was leaving her home on (B)(6) 2012 when the wheels and tilt allegedly locked up. The consumer states that due to her medical condition, she has to tilt at least once every hour. She is currently using a manual wheelchair and cannot tilt. The consumer allegedly had a doctors appointment on (B)(6) 2012 due to the increased pain from not being able to tilt. Information on the medical appointment has not yet been received by our consumers affairs department.